Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the cable connecting ECG a and b to the front therapy electrode was pulled from the strain relief, damaging trunk cable connector j703 on the distribution node pca. The root cause for the strained cable was excessive force. Investigation underway. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.